Event description:
Pt having cervical fusion cy-5, cy-6. Physician using radiolucent headrest to provide rigid skeletal fixation. Pt's head came loose from the frame and dropped to bed. Pin in torque screw locking knob broke. "Teeth" sheared off on one side. No adverse effect to pt.